Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. Analysis was unable to verify motor position encoder error alarm in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window, cracked battery tube threads, missing end cap sticker and chipped graphics panel on keypad. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.